Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient's device was removed due to a neurological procedure. Multiple attempts were made to obtain additional information regarding the nature of the procedure, but no further information was available. There have been no reports of further complications regarding this event.